Event description:
Review of service data detected a reportable problem. During servicing, belt sn failed incoming testing. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, the belt failed incoming testing. Upon evaluation, the green and black (pp+) wires were open inside the distribution node. The wires connect the trunk cable with the front therapy electrode (te) cable. The cause of the test failure is the open connection inside the distribution none. The root cause of the open connection cannot be positively identified but is likely excessive force placed on the cables. No adverse event resulted from the open connection. The last pt to use this belt did not report any deficiencies.